Event description:
It was reported by the customer's father that the customer was advised by their health care professional to replace their insulin pump. The health care professional performed a self test at the office. It was found that there was a bolus anomaly. Customer was informed that insulin pump will be replaced. No additional information provided.

Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was programmed with multiple bolus deliveries and all registered properly in the bolus history screen. The insulin pump was monitored for two days and no bolus anomaly was noted. The insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads and minor scratches on the display window.